Manufacturer narrative:
The reported event of ¿stylet stuck in lead¿ was confirmed. As received, a complete lead was returned. Visual inspection and x-ray examination found a piece of stuck and stretched guidewire inside the distal region of the lead. Electrical testing was normal. Destructive analysis was performed and found blood/tissue inside the inner coil at the distal region and a piece of guidewire with stripped and bunched up ptfe coating. The cause of the reported event was isolated to the blood/tissue clogged inside the inner coil and bunching of the guidewire and the ptfe coating that prevented the removal of the guidewire and excessive forces resulted in the guidewire to be broken inside the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was stuck in the left ventricular (lv) lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.